Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer treated with a manual injection of nova log 17 units. Customer's blood glucose value was 136 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. The customer stated there is damage to the reservoir compartment, stated the clear plastic piece where the reservoir goes popped off two weeks ago. The customer is able to remove/change set at this time. The customer also stated the infusion set that she was currently using was completely bent. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan per heath care professional's instructions.

Manufacturer narrative:
Findings: unit received with missing retainer and reservoir tube lip o-ring. Unit received with partially broken off reservoir tube lip. Unable to perform displacement test and occlusion test due to physical damage. However, unit received with operating currents within spec and passed rewind, seating, basic occlusion and force sensor test. Unit received with minor scratched display window and case.